Event description:
It was reported that the patient underwent a surgical procedure to revise their inflatable penile prosthesis (ipp) due to a pump that remained dimpled after being depressed. A procedure was performed during which the pump component was replaced. Additionally, a kink in tubing was observed between the pump and reservoir. The physician removed the kinked section of tubing and used a quick connect to rejoin the tubing. No patient complications were reported.